Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 3, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and two (2) days post-procedure (pod02) ed presentation for hematuria, dislodged stent, and incontinence. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e1302 captures the reportable event of hematuria. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a right ureteroscopy with biopsy procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Two (2) days post-procedure (pod02), the patient presented to the emergency department (ed) for hematuria, dislodged stent, and incontinence. These were managed with flomax/ditropan and augmentin courses. Per operative note, the saline wash of the right renal pelvis was sent for cytology and then random biopsies were taken from the upper, mid, and distal ureters using piranha biopsy forceps. Through the sheath renal endoscopy and multiple biopsies. Fulguration was done in the mucosa in the renal pelvis and calyces; no solid or papillary lesions were seen. Random bladder biopsies were done from the posterior wall, right lateral wall, left lateral wall, and anterior wall. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a right ureteroscopy with biopsy procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Two (2) days post-procedure (pod02), the patient presented to the emergency department (ed) for hematuria, a dislodged non-boston scientific stent, and incontinence. These were managed with flomax/ditropan and augmentin courses. Per operative note, the saline wash of the right renal pelvis was sent for cytology and then random biopsies were taken from the upper, mid, and distal ureters using piranha biopsy forceps. Through the sheath renal endoscopy and multiple biopsies. Fulguration was done in the mucosa in the renal pelvis and calyces; no solid or papillary lesions were seen. Random bladder biopsies were done from the posterior wall, right lateral wall, left lateral wall, and anterior wall. Per physician's assessment, the event was not serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on april 10, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and two (2) days post-procedure (pod02) ed presentation for hematuria, dislodged non-boston scientific stent, and incontinence. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.

Manufacturer narrative:
Block h11: blocks a3b, b5, h2, and h11 have been updated based on the additional information received on may 28, 2024. Block b3: the exact event onset date is unknown. The provided event date of january 3, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and two (2) days post-procedure (pod02) ed presentation for hematuria, dislodged non-boston scientific stent, and incontinence. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that a piranha biopsy forceps was used during a right ureteroscopy with biopsy procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Two (2) days post-procedure (pod02), the patient presented to the emergency department (ed) for hematuria, a dislodged non-boston scientific stent, and incontinence. These were managed with flomax/ditropan and augmentin courses. Per operative note, the saline wash of the right renal pelvis was sent for cytology and then random biopsies were taken from the upper, mid, and distal ureters using piranha biopsy forceps. Through the sheath renal endoscopy, multiple biopsies and fulguration was done in the mucosa in the renal pelvis and calyces; no solid or papillary lesions were seen. Random bladder biopsies were done from the posterior wall, right lateral wall, left lateral wall, and anterior wall. Per physician's assessment, the event of dislodged non-boston scientific stent was not serious, was not related to the device, and causally related to the procedure. The event of hematuria was not serious, was possibly related to the device and causally related to the procedure. The event of incontinence was not serious, was possibly related to the device and causally related to the procedure.